Manufacturer narrative:
The device was returned to irhythm for evaluation. A review of the complaint revealed that the patient wore the zio monitor 5 days of the 14 days prescribed. The patient had no history of reactions to medical adhesive or sensitive skin. Irhythm attempted to contact the patient on day(s) 15, 21, and 22 to obtain additional information but was unsuccessful. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. If additional information is received this report will be supplemented accordingly.

Event description:
It was reported that the patient experienced a skin irritation with signs of a secondary infection, allegedly caused by the zio monitor. The patient¿s symptoms included an itchy rash, fever, and possible infection on the chest. The patient was advised to remove the device and contact their healthcare provider. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.